Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a pcu and lvp module were brought to the bio med department on (B)(6) 2017. The pcu and lvp were programed to infuse on a patient at 999mg/hr with a total of 750ml to be infused. After an hour the nurse saw infusion complete and the bag still had 500ml of fluid. The lvp was restarted and after 30 mins the lvp said completed and 400ml was left in the bag. There was no report of patient harm.

Event description:
The pcu and lvp were programed to infuse on a patient at 999ml/hr (instead of 999mg/hr) with a total of 750ml to be infused.

Manufacturer narrative:
The customer¿s report of the device infusing slower than expected was not confirmed. The pcu event log shows that at 2:05 am on (B)(6) 2017 the pump module was programmed to infuse 0.9% normal saline at a rate of 999ml/hr with a vtbi of 775ml. At 2:52 am the infusion completed and transitioned to kvo. At 2:53 am the user added 500ml vtbi and restarted the infusion, which continued until 3:23 am when the device was channeled off. The volume recorded as being infused during this period was 1259.94ml. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported event was not identified.